Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A technician was dispached to the facility and confirmed the issue. He replaced the patient pump and solved the reported error code. He also found a broken stirrer motor head and replaced also this part. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is environmental condition in which the pump worked causing water infiltration with consequent pump bearing corrosion.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to patient pump during setup. There was no patient involvement.